Event description:
It was reported during a percutaneous transluminal coronory angioplasty/stent procedure that the stent could not be deployed in an unidentified intended lesion. No other info was provided regarding the deployment issue. A decision was made to remove the stent. As the stent was pulled back into the guiding catheter (contrary to IFU), the stent appeared to get caught on the edge on the mouth of the guide catheter and the stent came off of the stent delivery system. Reportedly the stent lodged inside the coronary and was not retrieved.